Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Low reservoir alarm function properly during test. Unit received with minor scratched display window. Unit received with cracked reservoir tube lip.

Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl, which was treated with bolus wizard. Customer reported that high blood glucose began on march 14, 2016. Customer did not go to the hospital or contacted healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap was loose. Customer declined checking for leaks or air bubble. Customer also declined checking for site or insulin issues and settings. Customer was advised that insulin pump would be replaced and that tubing clamp would be sent.